Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in the emergency room with complaints of shocks from the implantable cardiac defibrillator. Upon review of the electrograms, it could not be confirmed. Patient was discharged from the emergency room since the episodes relayed that the patient's heart rate was high during the shocks. No further information was available.